Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control data was conducted during the investigation. The complaint device was not returned therefore, device failure analysis and physical examination of the device used in this case could not be performed. No imaging was provided to assist with the investigation. However, based on prior complaints and image review, the suture hole endoleaks were likely provoked by exposure to atmospheric pressure. When the aneurysm sac is exposed to atmospheric pressure during an open repair, the change in pressure could cause an increased flow of blood out of the graft. Since the description of the event says that the leak was observed everywhere the graft was being pushed, it could be possible that the graft received excessive pressure, when it was pushed being by the physician. Aggressive anticoagulation use can also provoke suture hole endoleaks. The amount of anticoagulant used by the physician is requested, however, no information was provided. The quality control specifications, manufacturing instructions and design history files were reviewed and no evidence was found that the device is manufactured out of specification and the non-conformances noted were re-worked. Based on the information provided, the root cause for suture hole endoleak is related to "product use or handling related: product received excessive pressure". Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported by the physician that an open surgical exploration was conducted on a cook graft that he had implanted in 2009. The physician also reported that he had done previous coil embolization for this patient in 2013. He did the procedure open as the aneurysm sac had increased in size to 10 cm with no obvious endoleak identified on the CT scan. When he had the aneurysm sac open and the graft was in view, he could not identify any obvious endoleaks. While he had surgical access he wrapped the proximal sealing stent with a surgical dacron cuff in case it was a type 1 endoleak. He stated he pushed on the main body of the graft and everywhere he pushed he saw blood weeping from multiple suture holes. He applied a layer of surgical glue over the entire anterior surface of the graft and plans in the near future to completely reline this graft.